Event description:
The trellis device was prepped per the IFU. The catheter was inserted over the guidewire into the patient, the distal balloon was inflated, and retavase was infused. Then the physician inflated the proximal balloon, however, nothing happened (as seen under fluoroscopy). It was then discovered that the physician had infused through the distal balloon port rather than the proximal balloon port, and the over-inflated balloon burst. There was a tear in the analogous bypass graft where the balloon had burst. Two (2) wall stents were placed and successfully repaired the graft.